Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient fell in the bathtub on (B)(6) 2016 and their symptoms suddenly returned and worsened the following day. It was noted that the patient just had their implantable neurostimulator (ins) replaced on (B)(6) 2016 but didn't have any return/worsening of symptoms until after the fall. The reported symptoms included numbness on the left side of their face, worsening gait on the right side, right side weakness, and speech became more difficult. The ins was reported to be on and the patient's son was planning on taking the patient to the hospital. Additional information has been requested regarding the device identifiers, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.